Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Cyst: unable to confirm as it is a medical event not related to the device. Lump/nodule: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Deformation observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side "capsular contracture baker grade unknown," "indentation of the areola," "some liquid that may be a cyst," "palpable lump on the left areola," and "hardening". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, visibility/palpability, cyst, lump nodule.

Event description:
Patient reported left side "capsular contracture baker grade unknown," "indentation of the areola," "some liquid that may be a cyst," "palpable lump on the left areola," and "hardening". The device has been explanted and replaced.